Manufacturer narrative:
(B)(4). Analysis summary: the analysis results found that the device was returned with the blade gouged. The device was tested and was functional. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with other instruments during use."

Event description:
It was reported that during a laparoscopic assisted hepatic cyst fenestration procedure, the device was being used on fatty tissue, taking down adhesions and they noticed that the fluid was turning black off of the tip of the device; removed the shears and irrigated. Noticed that the shears left an oily substance on the tissue. There was a visible gap which appeared to be a chip out of the blade. There was no pt consequence.